Event description:
A report was received that the patient experienced depression symptoms following the implant procedure. The patient was given medication and the device was reprogrammed. The patient was discharged and is reportedly doing well. The device was implanted for (B)(4).

Event description:
A report was received that the patient experienced depression symptoms following the implant procedure. The patient was given medication and the device was reprogrammed. The patient was discharged and is reportedly doing well. The device was implanted for dbs.

Event description:
A report was received that the patient experienced depression symptoms following the implant procedure. The patient was given medication and the device was reprogrammed. The patient was discharged and is reportedly doing well. The device was implanted for dbs.

Manufacturer narrative:
Additional information was received that the reported event was a natural progression of the disease and that no additional information will be provided.

Event description:
A report was received that the patient experienced depression symptoms following the implant procedure. The patient was given medication and the device was reprogrammed. The patient was discharged and is reportedly doing well. The device was implanted for dbs.

Event description:
A report was received that the patient experienced depression symptoms following the implant procedure. The patient was given medication and the device was reprogrammed. The patient was discharged and is reportedly doing well. The device was implanted for dbs. This was an off label procedure.

Manufacturer narrative:
Additional information was received that the patient is experiencing dystonia. The stimulation was turned on at the time of the event and no change was reported with the stimulation turned off. The patient was prescribed medication and the device was reprogrammed. The symptoms are device related but not procedure related. The symptoms resolved without residual effects.

Manufacturer narrative:
Update to initial MDR fields: additional information was received that the patient's symptoms are not resolved and the patient has not recovered.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient experienced depression symptoms following the implant procedure. The patient was given medication and the device was reprogrammed. The patient was discharged and is reportedly doing well. The device was implanted for dbs.